Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range left ventricular pacing impedance measurements. The patient was seen in clinic and the pacing impedance measurements were acceptable. There was no evidence of noise and all other diagnostics were good and stable. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific technical services (ts) discussed the measurements may be related to the acute inflammatory response from the implant and discussed options if it did not resolve. Records indicate this device remains in service. Should additional information become available this report will be updated.